Manufacturer narrative:
The device was received by baxter, and an evaluation is complete. An external/internal inspection was performed. The event history log review was performed and found evidence related to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical rite testing but failed the functional rite testing due to volumetric accuracy exceeded limits. The power on the device was cycled device several times and device powered up normally with no problems encountered. The digital printed circuit board input voltages from the power supply were checked and the voltages were stable and within specification. Inspection of the digital printed circuit board and associated connections was performed with no problems encountered. Cycler remote toolbox was used to diagnose the temperature/heater system and the heater plate temperatures gradually increase to the desire temperatures with no problems encountered. The heater elements resistance was checked and resistance was within specification. Inspection of the alternating current component (accomp) printed circuit board was performed with no problem encountered. No failure or malfunction was identified that could have caused or contributed to the rite volumetric accuracy test failure. The cause of the problem could not be determined. The device did not meet product specification related to the rite failure. Pal recommends to scrap the accomp printed circuit board as a precautionary measure. The accomp printed circuit board will be scrapped during service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice device failed fluid volume accuracy testing for under delivery. There was no patient involvement. No additional information is available.